Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failing immediately after opening. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed immediately after opening. A field service engineer tightened, reseated and applied black grease to all latch connections in the tower to resolve the issue. The system functioned as intended after the field service engineer repaired the device.